Event description:
It was reported that the customer received a button error alarm. Customer also reported being hospitalized and left insulin pump at home. Customer also reported battery out limit, and physical damage to the reservoir compartment of the insulin pump causing leakage of insulin. Customer's blood glucose level at the time 188mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was noted inside the reservoir compartment or the motor. The insulin pump had a cracked reservoir tube window, cracked battery tube threads and a cracked display window corner.